Manufacturer narrative:
Qn#(B)(4). This report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 3003737899-2016-00031. No sample will be returned for evaluation.

Event description:
It was reported that during insertion of the guide wire into the patient's subclavian, the guide wire kinked once inside the blood vessel approximately one inch. As a result, the doctor was unable to guide the multi-lumen catheter over it. A new kit was opened and used, however, the same issue occurred.